Event description:
Additional info received from MFR on 08/12/1998: the manufacturing plant stated that judging from the break surface and the proximity of the tape on the catheter, this appears to be the result of a fracture which was initiated by an accidental nick from a scalpel, scissors or suture needle during placement or removal, which broke upon attempts to remove the catheter. Product labeling precautions warn that extreme caution should be used when using sharp instruments around the catheter.